Event description:
It was reported that this left ventricular (lv) lead exhibited high capture thresholds and loss of capture (loc). The lead was explanted and replaced. The lead was discarded and not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A gfe was sent to obtain initial reporter information. A supplemental report will be sent when additional information is obtained.